Event description:
An assistant nursing mgr reported that during an intraocular lens (iol) implant surgery, the haptic did not unfold properly resulting in a capsular tear. A vitrectomy was performed. The iol was removed and replaced during the same surgical procedure. The iol was replaced with a different model. At a f/u visit, the surgeon reported the pt to have a visual acuity (va) of (20/22). The surgeon noted the prognosis for the pt was excellent. The surgeon was unwilling to complete the questionnaire.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent at the gusset/distal areas due to the condition of the returned lens. The optic was pressed against two posts of the lens case base resulting in optic damage. The optic was torn/split/cracked. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The surgeon was unwilling to complete the questionnaire. This report was mailed to FDA on: 11/20/2009.